Manufacturer narrative:
Article details: successful primary pci after simultaneous two vessel subacute stent thrombosis, despite continuous dual antiplatelet therapy http://dx.doi.org/10.1016/j.ijcard.2015.04.257. (B)(4).

Event description:
Due to an anterior wall non-stemi, two stenotic lesions in the mid and distal rca were treated by implantation of two 2.5 × 16 mm resolute integrity drug eluting stents. The patient was discharged on dual antiplatelet therapy (aspirin plus clopidogrel) which he obediently kept taking, plus statin, and beta-blocker. Approximately 20 days later, the patient presented to the emergency department with severe chest pain of 2 hours duration. The rca stents were found to be thrombosed with resulting acute occlusion. Manual thrombectomy was performed. A 2.75 × 24mm non-mdt drug eluting stent was implanted. The patient was transferred to the coronary care unit, where he remained stable for the following days. The patient was discharged seven days later on dual-antiplatelet therapy (aspirin and ticagrelor), statin, beta-blocker and ace inhibitor. It is reported that the patient was doing well on a 3 month follow-up outpatient visit and refused a follow-up catheterization. The patient never discontinued the dual antiplatelet therapy of aspirin and clopidogrel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.